Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator exhibited a screen blackout, and the device would not start. The issue was found during preparation before the procedure. The intended procedure was completed using a replacement device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for evaluation. During inspection and testing, the reported malfunction (cannot start device) could not be reproduced or confirmed. However, during testing, the screen blacked out and had an alarm sound, due to defective main circuit board. Based on the investigation results, the cause of the power issue was not reproduced, therefore, a root cause could not be determined. The image loss and alarm were caused by a faulty main circuit board.¿ olympus will continue to monitor field performance for this device.